Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. Also, the t:slim g4 cartridge user guide states, "change your infusion set every 48 to 72 hours as recommended by your healthcare provider." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and ketones; however, no specific value was provided. Customer changed infusion site and delivered a bolus to treat bg level. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Cartridges use humalog insulin and are reportedly changed every 3-4 days. Customer also reported using infusion sets for 3-4 days at a time. Customer was reminded that humalog is indicated for use up to 48 hours, and recommendation was made to consult with health care provider to discuss diabetes management.